Manufacturer narrative:
Examination revealed that tip of the guidewire was bent. A quality laboratory sample guidewire was used to pass from the tip to the hub and hub to tip. In both directions the wire would get caught inside the lumen at the tip. A cut down was performed at the tip and what appeared to be uv like material was observed inside the distal lumen. This condition allowed the guidewire to become caught when passing through to the hub. The material was sent to the chemistry laboratory for further testing. A device history record review was completed and it was noted that there was a discrepancy; however, it was not related to the reported event.

Event description:
It was reported that the guidewire and the catheter were inserted in order; however, it was unable to remove the guidewire. The catheter and guidewire were removed together. The catheter and kit were replaced. There were no patient complication reported.

Manufacturer narrative:
Chemistry results indicated that the occlusion showed similar absorption characteristics when comparing to uv adhesive material. Actions were initiation to investigate the cause of it and implement any necessary correction actions. Further evaluation of the guidewire found that the guidewire had a broken weld on the straight tip end (proximal). Closer examination of the wire found to be what appeared to be a cut proximal of the 50cm marker. There was about 5.6cm of the inner and outer wire missing. Also during the examination, it was noted that the guidewire was able to be forced past the occlusion material, without damaging the occlusion material. Review of the available information does not make it possible to determine the cause of the wire fracture. The damage may have occurred when attempts to remove the guidewire from the catheter were unsuccessful.